Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2022, the patient had a driveline power fault alarm that was potentially due to damage while the patient played football. The log files confirmed the driveline power fault, indicating a possible issue with power line a. The patient¿s controller and modular cable were exchanged and returned for evaluation. It was noted that the modular cable was wrapped in black tape and the account reported it was damaged and worn from long-term use. It was reported that the driveline power fault returned on 06dec2022, and driveline x-rays were taken. The modular cable was exchanged again as part of troubleshooting. The driveline power fault was cleared but returned again. Evaluation of the returned modular cable confirmed fluid ingress into the inline connector that would have caused the driveline power fault alarms. The cause of the driveline power fault was identified to be corrosion in the pump cable inline connector. The patient reportedly had no symptoms but was admitted to the hospital, and abbott technical services completed a pump cable inline connector cleaning on 16dec2022. Abbott technical services confirmed visual corrosion on the connector pins which was able to be reduced with cleaning. The modular cable was noted to have visible corrosion during the cleaning, and it was exchanged again. The driveline power fault alarm later returned on 24jan2023, and again after it was cleared. The log files confirmed driveline power faults caused by the b power line. It was reported that there was no additional fluid ingress or damage to any cables since the clean out on 16dec2022. Abbott technical services completed another pump cable inline connector cleaning on 10feb2023, during this cleaning the modular cable was exchanged again due to possible corrosion. The driveline power fault alarms resolved with the cleaning on 10feb2023 and have not reoccurred as of 17feb2023. The plan of care is to continue to monitor outpatient. This report captures the modular cable exchange on 10feb2023 due to possible corrosion. Related manufacturer report numbers: pump 2916596-2022-16123, controller 2916596-2022-15715, modular cable 2916596-2022-15716, modular cable 2916596-2022-16124, modular cable 2916596-2023-00157.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of corrosion on the connector of the mod cable was not confirmed. The heartmate 3 modular cable, lot 8667898, was returned for analysis with a discolored strain relief. The returned modular cable was functionally tested with a mock loop and found to operate as intended during analysis; no alarms were produced. The cables internal conductors were also tested, and no anomalies were noted. There was no corrosion observed on any contacts. Additional information received 16dec22 stated that a driveline pump cable connector was cleaned which reduced the corrosion. It is possible that the reported corrosion was completely removed before the cable returned. A root cause for the reported event was not conclusively determined through this analysis. Device history record was reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate 3 instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. No further information was provided. The manufacturer is closing the file on this event.